Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the tubing of infusion set was shorter. Customer declined troubleshoot for high blood glucose level and insulin flow block alarm. The insulin pump will not be returned for analysis.